Manufacturer narrative:
(B)(4). Only event year known: 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the clip not hold on the tissue? Did the clip not hold in the jaws of the device? How was the procedure completed? Clip did not hold on tissue . They opened another el5ml. No patient consequences.

Event description:
It was reported that during an unknown procedure the information provided was "didn't hold". It was not reported what "didn't hold". It was not reported how the procedure was completed. There were no patient consequences reported.